Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event and date of implant is estimated. During processing of this incident, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report: 1627487-2020-32614. It was reported that high impedance issue was observed on five out of the eight contacts of the lead. The lead and extension were explanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.